Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have had some changes in their prostate condition, they think their prostate has grown so it is not working like it used to. Pt (patient) said for the first two years after getting the device and until 2024 they could get up every 4 hours and that was fine except a lot of times they still have to go in between to drain their bladder. They do not use a catheter. Pt said when they get up in the morning, it comes out like they were a 14-year-old, when they do void it helps, then 10-15 minutes later they have to go again. Reviewed device therapy information and redirected to their doctor. Pt mentioned other medical information. Patient also said they take a generic flomax and that does not help. Pt said the pa at the doctor's office told them their bladder was not draining and pt takes generic flomax, but it does not help. Pt said they have an appointment coming up in (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.